Manufacturer narrative:
Product complaint # (B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # r5c377. There was no patient consequence and there were no changes in the post-operative care of the patient as a result of the lockout of the gst60d firing. Also, the current patient status is unknown investigation summary: two photos were provided; picture one shows a gold reload from top view. No sled can be seen on the reload. Picture two shows a gold reload from bottom view. No sled can be seen on the reload. The condition noted on the reload would not allowed the device to fired. Based on the missing sled noted on the reload, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one gst60d reload was received with the one piece sled detached and unfired making it nonfunctional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during a wedge resection procedure, that there was a stapler lockout on his second gold cartridge firing. The circulating nurse told me that they used the knife reverse switch to bring the knife blade back home and open the jaws of the stapler. They discarded the gold reload that didn't fire and loaded another gold reload, and the firing went perfectly fine. After the lockout, they were able to fire another gold and 3 more blue reloads. It is unknown if there were any adverse patient consequences.